Event description:
A customer reported a low battery issue with the adc blood glucose meter and he was unable to obtain readings. As a result, the customer experienced symptoms described as everything was blurry, nausea, dizziness, throwing up, weakness, dehydration, and didn't feel good. The customer was rushed to the hospital where an obtained blood glucose result was above 600 mg/dl. The customer was diagnosed with hyperglycemia and diabetic ketoacidosis and was kept overnight. The customer was administered an unspecified dose of insulin, IV fluid, and medication for high blood pressure as treatment.

Manufacturer narrative:
The reported meter ((B)(6)) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Performed power consumption test for sleep mode current. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "last wednesday, last week of may".

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last wednesday, last week of may". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the adc blood glucose meter and he was unable to obtain readings. As a result, the customer experienced symptoms described as everything was blurry, nausea, dizziness, throwing up, weakness, dehydration, and didn't feel good. The customer was rushed to the hospital where an obtained blood glucose result was above 600 mg/dl. The customer was diagnosed with hyperglycemia and diabetic ketoacidosis and was kept overnight. The customer was administered an unspecified dose of insulin, IV fluid, and medication for high blood pressure as treatment.